Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. There was confirmed fracture on the right ventricular (rv) lead. There was also high and increased impedance as well as high threshold. The lead was reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.